Event description:
A lumbo-peritoneal shunt was implanted in a patient with set pressure at 110mm h2o. Doctor attempted to lower the valve pressure in vain. Then , he tried under fluroscopic with putting magnet directly on the planet but he failed agan. The spv was explanted and replaced by another valve in 2005.